Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to load a new cartridge but the insulin gauge displayed 0 units. Reportedly, the customer did not recall if all of the load steps were performed properly and the pump requested to load a new cartridge. The customer's blood glucosed level was 332 mg/dl, which was address with a correction bolus with the pump. Tandem technical support (cts) educated the contact that if the load sequence is not successfully completed the pump will not recognize the cartridge. The customer was able to resume insulin during troubleshooting with cts.